Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty "down" switch. System operates as intended.

Event description:
It was reported that the 9900 system lift column would not move in the down direction. No pt injury was reported.